Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient developed a (B)(6) infection that secondary to the device incision did not healing properly. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.